Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, stem, lot # unk, item # unk, head, lot # unk, item # unk, shell, lot # unk, item # unk, taper, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07798, 0001825034 - 2018 - 07800, 0001825034 - 2018 - 07801, 0001825034 - 2018 - 07802.

Event description:
It was reported that during a stage ii revision procedure, the patient experienced 1200 cc blood loss and required 4 units of prbc's. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: item # unk, unknown bone cement, lot # unk, item # 431192, stem mold, lot # unk, item # 431184, head mold, lot # unk. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.